Event description:
Complainant alleged that during the incoming inspection of the product, the device would not analyze electrocardiogram and manual mode could not be accessed. The complainant indicated that there was no pt involvement in the reported failure.